Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n672019002, implanted: (B)(6) 2017, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a business partner regarding a patient who received gabalon baclofen (2000mcg/ml, 96mcg/day) in an implantable pump for an unknown indication for severe spastic paralysis. The patient medical history and concomitant medications were unable to be obtained. It was reported that at the end of (B)(6) 2018, the pump began to protrude. The health care provider (hcp) indicated they intended to decrease the drug concentration in order to remove the pump. The event was reported with a severity of 3 (hospitalization or prolongation of hospitalization period for treatment of the event). The drug dose was programmed to minimum rate mode and the patient began to experience withdrawal symptoms. The withdrawal symptoms were considered to be related to the drug. The symptoms resolved (reported as relieved) once the "drug concentration" was returned to the original. Information was requested from the business partner representative regarding the method for decreasing the drug concentration in the future. The event was considered unresolved. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, fdc was updated to 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated it was unknown if the pump pocket was revised to resolve the protruding pump, but then it was stated the pump and catheter were explanted. No issues had occurred since the explant. The explant occurred on 2018-(B)(6). It was undetermined if the pump would be replaced. The pump would not be returned. The cause of the pump protrusion was not determined. The hcp decided that "withdrawal and what symptoms the patient experienced were unknown." Daiichi reported that the withdrawal symptoms did not occur after explant. Additional information was received. It was stated again that pump pocket correction was unknown, "but it was considered that treatment was difficult and judgement of this time." It was again stated that "concrete symptoms were unknown, however, afterwards the removal was done with weight reduction without issue. There was no withdrawal symptoms."

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.